Manufacturer narrative:
The device has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
A customer reported that the error 216 occurred and endoscopic image disappeared three times in just a few seconds of a colonoscopy. The procedure was continued and completed. There was no report of patient injury associated with this event.